Event description:
High impedance was observed for patient's device per programming history. System and normal diagnostics were performed and they indicated high impedance. The device was disabled and remained "off" the device remained "off" in later dates. Patient was seen by healthcare provide in (B)(6) 2017 due to seizures and it was determined that no device replacement was needed. No additional relevant information has been received to date.